Event description:
Customer reported the infusion set leaked insulin and her blood glucose increased to 365 mg/dl. She changed the infusion set and delivered a bolus as treatment, and no adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.